Manufacturer narrative:
The device was not returned to the manufacturer for investigation. According to information received from the sales representative, the handpiece will not be returned until the biomed department can make a report. If the device is returned to the manufacturer or if additional information is provided, a follow up report will be filed.

Event description:
It was reported that during a total knee arthroplasty the saw malfunctioned and cut the soft tissue of the patient. Several attempts to contact the account for additional information have been unsuccessful. It is unknown how the device malfunctioned. It is unknown what additional treatment was needed for the patient as a result of the incident. It is known that the procedure was completed successfully with another device.